Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an auto off alarm occurred. Blood glucose was 380 mg/dl. The customer alleged that there was interaction with the pump prior to the alarm, and that therefore the alarm was declared inappropriately. Although requested, the customer declined to upload pump data for a review of the event.